Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the device was returned and analyzed, and no anomalies were found.

Event description:
It was reported that the patient had endocarditis and vegetation on the aortic valve. The patient's entire system was explanted. No further patient complications have been reported as a result of this event.